Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 and (B)(6) 2020 with coolsculpting to the bra roll area using a cooladvantage coolcore and cooladvantage coolcurve+ applicator. About 4 months following the first treatment, the patient reported they developed hardness and visible enlargement in the treated areas. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the bra roll area with paradoxical hyperplasia (ph).